Manufacturer narrative:
The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.8 inr. Qc 2: 5.7 inr. Qc 3: 5.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Customer alleged an error 8 message occured. Error 8 was not observed in the meter. The meter's error log was downloaded and observed no error 8 surrounding the customer's questionable result allegation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) and compared to an unknown laboratory method. Patient (B)(6): on (B)(6) 2021 at 2:00 pm, the meter result was 4.4 inr. On 2:30 pm, the result from the laboratory was 6.5 inr. The patient has a therapeutic range of 2.5-3.5 inr. Patient (B)(6): on (B)(6) 2021 at 7:22 am, the meter result was >8.0 inr. At 7:24 am, the meter result was 2.4 inr. The patient has a therapeutic range of 2.0-3.0 inr.